Event description:
Piece of rongeur broke off during procedure, piece located in its entirety. No harm to pt. Instrument removed from use. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number.